Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #:(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that there was no oxygen delivery from the ventilator. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that there was no oxygen delivery from the ventilator, and the remote service engineer (rse) informed the customer that an onsite visit from the field service engineer (fse) was required. Once the fse was dispatched onsite to evaluate and repair the device, the fse confirmed the reported issue and reseated the blower. The fse verified that the device was repaired, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.